Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously low total bilirubin (tbil) results for three (3) patient samples generated on their unicel dxc 800 pro synchron chemistry analyzer. The patient results were not reported out of the laboratory. There was no impact to patient treatment. The customer reported that tbil results for the three (3) patient samples were recovering low. Upon repeat analysis on their other unicel dxc 800 pro synchron chemistry analyzer, the tbil results recovered higher. The higher repeated results were reported out of the laboratory. The customer reported that all quality control results for tbil except one were within the laboratory's established ranges at the time of the event. The one outlier quality control result recovered just low and outside of the laboratory's established range. A field service engineer was dispatched to the customer's site. The fse replaced numerous hardware components including: reagent syringe, sample syringe, sample probe and collar wash, a/b valve, reagent syringe t-valve, sample syringe t-valve, and the wash manifold. The performance of the analyzer was then verified by running precision studies. As of (B)(6) 2011, no further contact from the customer has been received for low tbil results. A definitive root cause has not been determined for this event.

Manufacturer narrative:
Conclusion: a definitive root cause for the event has not been determined.